Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a battery issue. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that there is a battery issue. There was reportedly no patient involvement. Philips authorized service provider (asp) evaluated the device onsite and it was determined that this was a malfunction of the battery for which a part was ordered. The customer ordered a battery to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.